Event description:
It was reported by service report that the power cord plug ground prong was missing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing its ground prong.